Event description:
It was reported that the device became detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The flex ball was created and as the closure device was started to be unsheathed, the core wire detached from the closure device prematurely. Some of the closure device was still in the sheath so an attempt to snare the device was performed. When the closure device was attempted to be snared, the closure device deployed fully in the laa of the patient. After checking the closure device, it was deemed in an acceptable position and the physician decided to leave the closure device implanted in the laa of the patient. The face of the closure device was grabbed with a snare and performed a very good tug test to confirm stability. There were no complications that occurred as a result of this event.